Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on unknown date. Subsequently, a revision procedure was performed on left hip on (B)(6) 2008 due to poly wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11. Wear and/or deformation of articulating surfaces. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04821 & 2014-00673)

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 1985. Patient underwent a left hip revision procedure on (B)(6), 2008 due to poly wear. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6), 2008 due to periprosthetic fracture of the femur.